Manufacturer narrative:
Insulin pump was inspected with no broken reservoir tube lip or missing ring noted. However, found cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a damage on the insulin pump. The customer's blood glucose level was unknown. The customer stated that the connection with reservoir compartment was broken and the ring was missing. The insulin pump will be returned for analysis.